Event description:
It was reported by the customer that the bd pyxis medstation es system prompted error messages while loading medications. The customer stated that there was a delay of about 10-15 minutes in retrieving the required medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device inventory failed and displayed an error message while trying to pull medications. A technical support specialist confirmed that the issue no longer existed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the pyxis medstation es system prompted error messages while loading medications. The customer stated that there was a delay of about 10-15 minutes in retrieving the required medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Manufacturer narrative:
Section h6 - updated codes for component, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the station required manual database recovery. A technical support specialist recovered the station after retry and researched retry errors to resolve researching sync issues. The system functioned as intended after the technical support specialist troubleshooted the device.